Event description:
It was reported that during a pre ivus when the catheter was attempted to remove, the catheter got stuck with the guidewire. The catheter and guidewire were removed as a unit. It was further reported that the lesion described as a "2, no calcification, no plaque, no tortuousness." Another same product was used and the procedure was completed. There was no report of pt injury or adverse event.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. Both the catheter and guidewire were evaluated. Investigation findings showed a tear in the rapid exchange port of the catheter, most likely caused by the guidewire which, upon eval, presented multiple kinks, 4-6 inches from the distal tip. The IFU caution for this device states: "never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this portion may not follow the guidewire when it is retracted and cause the guidewire to buckle into the loop. If this occurs, remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together." The physician followed the IFU and discontinued use of the device, with no impact to the pt. No further action is required.